Manufacturer narrative:
(B)(4). Implanted date: 2016. Foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to implant breakage while walking accompanied with pain, noise, and sensation of sand. Attempts have been made and no further information has been provided.

Event description:
It was reported the patient underwent a right hip revision approximately 6 years post implantation due to pain, noise, and sensation of sand. During the revision dislocation, implant fracture, and damage to the acetabulum taper were noted. The shell, head, insert, and neck were exchanged. The stem remained implanted. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, g3, h2, h3, h6.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified shell has bone debris embedded in the tm surface. Inner spherical surface, anti rotation scallops, and face show damage and deformation. Damage includes gouges, wear, and scratches to all areas of the inner spherical surface. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed. A revision occurred due to pain, noise and the sensation of sand. The joint was found to be dislocated and the ceramic liner shattered. There was also noted damage to the shell. The shell, head, and liner were removed and replaced. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.